Event description:
It was reported that the device recorded false atrial tachycardia (at) and atrial fibrillation (af) episodes. In addition, pause episodes were observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).